Event description:
Pt came to chemo with huber needle inj. Unable to get blood. Appeared to be sucking air through the huber needle, x-ray taken; pa & lateral. Catheter was apart from titanium port. Pt was admitted to hosp, taken to radiology. Catheter was removed by insertion femoral vein into right ventricle and removed by physician in radiology. Pt was stable, taken back to hosp room. On 3/26/98 port base removed.